Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic subtotal gastrectomy, while performing a vessel ligation, the clip formation wasn't well according to the surgeon. Another device was used to resolve the issue. No patient harm.